Event description:
A nurse called to report that following intraocular lens (iol) implant surgery, a surgeon explanted the lens, because the patient never had clarity.

Manufacturer narrative:
The product was returned for analysis and shown to have signs of handling. The optic was torn/split (possibly cut) into two pieces and scratched-rejectable. The optical resolution was difficult to obtain due to optic damage; however, an area was acceptable with the focal length reading of 17.45 equaling a 21.0 diopter. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in this lot number. Additional information was requested 05/29/207 by mail and fax. Additional information received 06/5/2007 by fax.